Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was having no delivery alarms and a displayable history crc check failed on startup alarm on the insulin pump. Customer's blood glucose was 595 mg/dl. Customer has been taking manual injections. Customer stated that she has a back-up plan. Customer stated that the alarm occurred previously and occurred during a bolus. The no delivery alarm is recurring and the issue has not been resolved. Customer stated that the reservoir is not empty. Customer reported greater resistance when manually pushing the plunger to push insulin through the tubing. Customer was explained that the alarm was caused by a set or reservoir connection. Customer was advised to replace the infusion set and reservoir. Customer was explained that the displayable history crc check failed on startup alarm was normal pump behavior since the pump was stored without a battery for a few days. Customer also had an unexpected restart alarm but it has not recurred.